Manufacturer narrative:
The doctor prescribed macrobid to help alleviate the symptoms for the patient. It was also reported that the patient's wife, a registered nurse, gave the patient cipro at home. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor's office alleged that three (3) patients had experienced a reaction with symptoms of burning and urinary incontinency after having a cystoscopy procedure performed with instruments that were sterilized with metricide plus 30. This is the second of three (3) reports.